Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logfile shows tf 400 and 401 are occurred 11 and 16 times. After performing leak test, the flow insp is at 5.54 /min without blocking and 5.62 l/min with the inspiratory port blocked of bellavista. Advised to perform repeat calibration, and it shows that the o2 safety valve is leaking. No exact root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed inspiratory valve, or device leaky. The customer confirmed that there was no patient involvement associated with the reported event.